Event description:
Discrepant covid antibody test result, result = 2.93 (positive), rerun = 0.62 (negative). Result = 2.93 (positive), rerun = 0.62 (negative), siemens notified (12th result reported) siemens lot # 006. FDA safety report ID# (B)(4).